Manufacturer narrative:
Investigation summary: it was reported that one bravo ph capsule failed to attach to the patient esophagus. One bravo ph capsule and delivery device was not received for investigation. The capsule was not attached to the delivery device. The capsule was returned for investigation. Visual inspection did not reveal any damage. The capsule trocar was deployed and appeared normal. The plunger was not fully released. Functional testing could not be performed because this is a single use device and once the capsule is delivered it cannot be functionally tested. Investigation conclusion reveals the most probably root cause was user failure to fully release the plunger.

Event description:
According to the reporter, the customer called to report a bravo capsule failure to attach. There was no harm to the patient but a repeat procedure was necessary due to the event. There was nothing unusual about the patient or the procedure itself that led to the failure. An endoscopy was not performed. The user has been performing bravo procedures for over 5 years and was trained by a given representative.. The user is not sure what caused the failure to attach.